Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. The collar weld plate was kinked and there was tip damage to the device. There were no further damages or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the tail end was fractured. The 3.25mm x 20mm target lesion was located in the moderately tortuous and moderately calcified nodules of distal right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the tail end was fractured. The device was completely removed normally and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported, that the tail end was fractured. The 3.25mm x 20mm target lesion was located in the moderately tortuous, and moderately calcified nodules of distal right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted, that the tail end was fractured. The device was completely removed normally. And the procedure was completed with another of the same device. No complications were reported. And patient was stable post procedure.